Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, a planned procedure was performed when the issue happened. The procedure was completed as planned by moving the patient to another room. The philips field service engineer (fse) visited the site to investigate the reported issue. Upon inspection, it revealed no emission current from the tube, prompting the need for adjustment. Fse identified tube arcing as the root cause of the problem. To resolve this, x-ray tube conditioning and adaptation were performed. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there were only one or two images after making exposures. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.